Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded t-wave oversensing in a treated episode in (B)(6) 2024. Technical services (ts) discussed that the delivered shock was delivered into a rhythm similar to spontaneous ventricular fibrillation (vf). The s-ICD system remains in service. No additional adverse patient effects were reported.